Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the tip of the left essure wire is embedded within the soft tissue towards the cornu') in a 44-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included endocervical squamous metaplasia, endometrial polyp, intramural leiomyoma of uterus, adenomyosis uteri, paratubal cyst and polymenorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the tip of the left essure wire is embedded within the soft tissue towards the cornu') in a 44-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included endocervical squamous metaplasia, endometrial polyp, intramural leiomyoma of uterus, adenomyosis uteri, paratubal cyst and excessive menstruation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, patient middle name, medical history added. Event: medical device removal updated to event: the tip of the left essure wire is embedded within the soft tissue towards the cornu. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 1 month after insertion of essure. The patient was treated with surgery (essure coil removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.